Event description:
It was reported that the procedure was to treat a patient with a single vessel occlusion of 90% in the mildly calcified and narrow mid left anterior descending artery. After pre-dilatation was performed on the lesion with a non-abbott balloon, the 3.5x12 mm multi link vision stent was deployed; however, a dissection was observed post-deployment. The dissection was treated with a 4.0x12 mm multi link vision stent. Good timi flow was achieved. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: balance middleweight; inflation: medtronic; guide cath: cordis; sheath: cordis. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the potential adverse events section of the multi link vision coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.